Event description:
The customer contacted stryker to report that after powering the device on, all buttons would be unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was observed that the speed dial was cracked causing the device to lock up. The rear case, the rotor knob and the rotor switch were replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.